Event description:
The customer reported, the evis exera iii duodenovideoscope, tested positive for gram positive bacteria, identified as niallia nealsonii on the instrument channel. The issue was found during a monthly routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results and third-party confirmation testing has not been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned to olympus for evaluation. During the device evaluation it was observed that the glue of the bending section cover was cracked. It was also observed that the bending section cover had a deep scratch. It was observed that the distal end plastic cover had minor dents and scratches. Lastly, minor scratches were also observed on the insertion tube and light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer performs precleaning at bedside immediately post procedure. The customer uses pure enzymatic disinfectant during the pre-cleaning process. During the manual cleaning process, the customer follows the manual cleaning process as outlined by olympus. The customer did not specify the detergent used during manual cleaning. The customer uses olympus single use combination cleaning brush, model number bw-412t. The scope is manually disinfected with pure enzymatic. For automated endoscope reprocessor (aer) treatment, a medivators advantage plus is used with rapicide parasitic acid detergent. It was not specified if a disinfectant is used during the aer cleaning process. The scope is stored in a clean scope cabinet. It was not specified if olympus is the maintenance company used by the customer. It is unknown if the scope was not sterilized. During a follow - up with the user facility, it was confirmed that: routine culture is performed quarterly. The culturing samples were performed by a gastroenterology nurse and were sent to a third-party lab (phigenics lab) for testing. The customer also confirmed that the device was not used on a patient with known infection of the same microorganism. Correction: the event date is october 14, 2022, instead of october 17th as previously reported. This information has been updated based on the culture documentation received from the user facility. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus performed an on-site observation of reprocessing steps by endoscopic support specialist (ess). However, reprocessing steps for endoscopic retrograde cholangiopancreatography (ercp) case were not confirmed for there were no ercp cases. Ess observed reprocessing steps for esophagogastoduodenoscopy (egd)/colon devices which resulted in no deviation from instructions for use (IFU) . The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.